Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The marker lumen blockage was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the blocked lumen; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that left common femoral arteriotomy closure was attempted with a proglide device using a pre-close technique, via a 7fr sheath, prior to a transcatheter endovascular aneurysm repair (tevar) procedure. Reportedly, there was no blood flow through the proglide marker lumen and the proglide was removed. The sheath was upsized to 18fr and the tevar procedure was completed. Two new proglide devices were used to achieve hemostasis. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is trained in the use of the proglide device. No additional information was provided.